Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 152547: 150 items manufactured and released on 23-sep-2015. Expiration date: 2020-09-01. No anomalies found related to the problem to date, 150 items of the same lot have been already sold without any other similar reported event.

Event description:
About 5 years after the primary surgery, the surgeon noticed stem loosening. The revision surgery will be performed, date unknown.